Event description:
It was reported that (1) device was used during a lung resection. It was reported by the affiliate that the atb35 instrument could not be reopened after device was reloaded. The case was converted to an open procedure.